Event description:
The lead was explanted due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Concomitant medical products: (B)(4). Review of quality records. The lead was returned in two pieces. Analysis found insulation abrasions.